Event description:
It was reported that the bags filled with blood would not empty when being used on a patient with post-partum bleeding and large volumes of blood loss. No further information about the patient or the event will become available.